Event description:
Per the audiologist, the patient's device was explanted in 2008 due to an infection leading to extrusion of the device. The pt will be treated with antibiotics for the next three to four weeks. Reimplantation is planned, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.